Manufacturer narrative:
Evaluation of the returned velocity confirmed the device was fractured on its proximal shaft. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as kinks and fractures may occur. Further evaluation revealed the device was ovalized on its distal shaft. The cause of this damage could not be determined. Evaluation also revealed additional kinks and fractures along the device. This damage may be incidental to the reported complaint and may have occurred post-procedure or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a stent retriever. During the procedure, the physician used the velocity to deliver the stent retriever to the target location. Subsequently, the velocity was removed from the patient and found to be broken in two locations at the proximal one-third. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.